Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 349 mg/dl. It was also stated that the customer was receiving an alarm on the insulin pump multiple times. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, an alarm noted during the self test due to connector on the radio frequency board.